Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that after the patient¿s last revision, therapy never worked again for the patient¿s pain. The patient stopped using the therapy all together after a year. It was reported that 3-4 years later, the patient had the implantable neurostimulator (ins) and extensions removed. The physician communicated to the patient there was too much scar tissue to remove the lead. Additional information received reported the cause of the event was unknown, and it was unknown what the issue was with the ins. The device was explanted on (B)(6) 2013, it was unknown if the patient required hospitalization due to the event. No patient injury was reported.

Manufacturer narrative:
(B)(4).